Manufacturer narrative:
FDA procode updated based on information known at this time. Catalog item ID and 501k is unknown at time of report. Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that he wanted to know if the alarms on bed 14 were switched off and if so by what. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that he wanted to know if the alarms on bed 14 were switched off and if so by what. The device was in use on a patient. There was no report of patient or user harm. Based on the information provided by the piic alarm logs it is indicated the unit alarmed and was acknowledged multiple times at the central station and the bedside monitor. Finally, the logs confirmed the spo2 alarms were switched off but were switched back on till after the event the field service engineer (fse) informed the customer the spo2 alarms were switched off by user and there was no product malfunction of the philips patient monitor mx800.

Manufacturer narrative:
H3 other text: device not returned.